Manufacturer narrative:
Vyaire complaint #: (B)(4). Device evaluation: d10, g4, g7, h2, h3, h6, h10. Results of device evaluation: the main board was evaluated and the problem reported by the customer was confirmed and but not duplicated. The pt802 transducer was found to have recorded faults in the events log. The combination of transducer faults at power-up for pt802 with the successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. The reported problem was isolated to solenoid failure. This was addressed by CAPA ca 2017-0206. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced "xdcr fault" alarm. The respiratory therapist (rt) indicated the xdcr fault alarm happened from time to time, possibly more than five times. When it has happened the rt just restarted the vent and the xdcr fault was reset. The events log also recorded "xdcr fault occurred (2, 0, 1851)". A transducer test and cal was performed and all passed. The customer advised there was no patient involvement associated with this event.